Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they had a severe bladder infection that went on for two weeks before they went to the hospital. They fell ill and was in the hospital for seven days (from (B)(6) 2018 to (B)(6) 2018). It occurred suddenly and included a worsening of frequency; the patient was going to the bathroom "like every 10 minutes." They contacted their healthcare provider (hcp) and the nurse suggested calling the manufacturing company as they think there's a possibility the ins might not be working right due to what the patient was experiencing. The patient then noted having changes in frequency whenever they would get a bladder infection. They clarified the implant has helped up until this recent incident. During the call, the patient had access to their patient programmer (pp) so they synched to their ins; they were at 0.6v on program 1 and stimulation was reported on. They have the ability to change programs and/or adjust stimulation so they increased to 0.9v which was comfortable. As a result of what was reported, the patient was redirected to their hcp to address symptoms/provide direction as necessary. The patient noted having an appointment on (B)(6) 2018. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.